Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the cause of the reported ¿cleaning tube damaged and cannot be connected to the cleaning tank connector¿ can not be confirmed, as the device was not returned to olympus for evaluation. A definitive root cause of the issue could not be determined, however, it is believed that the lock lever of the cleaning tube was damaged due to an external load, making it impossible to connect. An external load on the cleaning tube may be caused by applying force in the wrong direction. The event can be detected by following the instructions for use which state: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the connecting tube broke when the user facility tried to connect it to the basin. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device¿s return is anticipated; however, the device has not yet been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.